Event description:
Same case as MFR's report# 6000093-2004-01303. It was reported that during a renal pta treatment procedure, difficulty was encountered removing the express biliary sd stent delivery catheter from the guide catheter. The issue was encountered following two balloon inflations and successful stent deployment. The stent delivery catheter and guide catheter were successfully removed as a unit. No pt injuries or complications were reported. The pt's status was reported as 'ok'.